Manufacturer narrative:
Age/date of birth: mean age was 42 ± 24.15 years old. Sex/gender: a total of 16 females, 26 males. Weight, ethnicity: unknown/not provided. Date of event: march 26, 2021 (the date article was published). Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. (B)(6).. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts to obtain additional information were conducted, however there is no additional information available. Izquierdo-villavicencio, j.c, rubio-lastra, b., meji´as-smith, j.a, agudelo, n. (2021). Primary outcomes of baerveldt glaucoma implants with a modified technique to control intraocular pressure in different cases of glaucoma. International ophthalmology 55(1), https://doi.org/10.1007/s10792-021-01813-1. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: primary outcomes of baerveldt glaucoma implants with a modified technique to control intraocular pressure in different cases of glaucoma. A retrospective cohort study was done to describe the outcomes of baerveldt glaucoma implants (bgi; abbott medical optics) implanted via a modified technique with regard to early intraocular pressure (iop) reduction in cases of uncontrolled glaucoma. A total of 42 eyes of 42 patients with glaucoma underwent bgi implantation with the modified technique with occlusion and fenestrations of the tube. (37) eyes were implanted with bgi 350 mm2 model and 5 eyes were implanted with bgi 250 mm2 model. During the procedure, a vicryl 8.0 traction to the superior peripheral cornea at 50% thickness was performed then after paracentesis with a 15-degree knife, a viscoelastic healon gv ovd (abbott medical optics inc.) Was injected into the anterior chamber. Lastly, three double perforated cuts were made in the tube with a spatulated needle, and fenestrations were made with a vicryl 7¿0 suture, 1¿3 mm posterior to the scleral needle track then the conjunctiva was finally sutured with vicryl 7¿0. One month after surgery, 3 eyes had tube occlusion and all successfully underwent laser treatment; 1 eye had focal choroidal hemorrhage which was confirmed by an ultrasound scan and resolved spontaneously with medical treatment; 1 eye experienced anterior displacement of the tube which needed to be cut through by a clear corneal incision; and 1 eye experienced corneal decompensation that needed descemet membrane endothelial keratoplasty (dmek). It is not clear which device the complications are related to. Through follow-up, it was learned that the patient's right eye had tube occlusion. The device is not available for return. No further information was available. This report captures the event for unknown baerveldt shunt. Separate reports are being submitted for the unknown baerveldt shunt bg101-350 and baerveldt shunt bg103-250.